Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/07/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a second event of peritonitis which was manifested by abdominal pain and cloudy effluent . The cause of the event was unknown. Two days after the onset of event, the patient was hospitalized and was treated with vancomycin (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered after eight days from the onset of event and pd therapy was ongoing. No additional information is available.